Event description:
The customer used a camino icp fiberoptic catheter on a patient with a severe head injury. Initial reading was high at 63 on (B)(6) 2017. They treated the patient with sedation and put him into a medical coma and used four pressors to keep his blood pressure high to perfuse his brain. On (B)(6), the patient went for a 4 vessel angiogram to see if he has blood flow to his brain. The patient's family was ready for comfort care for the patient due to his high icps. The 4 vessel revealed flow so a CT scan was done. CT showed that the patients icp should not be in the 50-70's. The camino monitor was changed but the icp was 54. The fiberoptic catheter was changed and the icp went down to 24. Additional information has been requested.

Manufacturer narrative:
Additional information received on 20sep2017: the initial catheter was implanted on (B)(6) 2017 by the resident and attending physicians. It was reported that the catheter was zeroed to atmosphere. It was also pulled back slightly after insertion. One catheter (serial number (B)(4)) gave a high icp reading. Only the catheter (not the bolt) was removed and replaced on (B)(6) 2017. The device is not available to be returned to integra for evaluation. It was reported that the patient died on (B)(6). Additional information received on 26sep2017: other than ¿severe head injury¿, a more specific patient diagnosis was reported as traumatic subarachnoid hemorrhage, severe diffuse axonal brain injury. The patient's glasgow coma score prior to medically induced coma was gcs 9. Findings on initial and subsequent neuro exams were reported as pupils 4mm and reactive. Elevated icp of 60-70 with cpp of 10-20, clinical suspicion of brain death prompted the angiogram. On (B)(6) 2017, the angiogram showed intracranial flow visualized in the internal carotid and vertebral territories on both sides; suggesting that the patient's icp could not have been that high. CT scan on (B)(6) 2017 showed that there was a stable area of intraparenchymal hemorrhage within the left temporal lobe with trace residual left-sided subarachnoid hemorrhage, evolving hemorrhagic contusion of the inferolateral margins of the left frontal lobe. After the catheter was replaced, the subsequent icp values were in the low 20¿s. On (B)(6) 2017, MRI showed multifocal hemorrhagic shear injuries throughout the brain. Ultimately, the cause of the patient's death was cardiac arrest. Investigation completed 26sep2017: the customer reported the catheter serial number (B)(4); it belongs to 110-4b lot 111e00320923 that was manufactured on 31-jan-2017, with an expiration date of 14-dec-2019. Lot 111e00320923 met all requirements before released to finished goods. Complaint history, model 110-4xxx, from (B)(6) 2015 through (B)(6) 2017 reviewed. The failure rate percentage is 0.019% the customer¿s complaint could not be confirmed as the customer did not return the device for evaluation. The device history record for the catheter was reviewed and there were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint. Additional information was received from the end user on 26sep2017 stating that the patient died due to cardiac arrest.